Event description:
The user facility reported that the involved angio-seal device was used to achieve hemostasis. There was a 6fr sheath in the right groin. During the deployment of the device, the anchor failed to exit the tip of the angio-seal sheath. The entire device came out of the access site and digital pressure was held to achieve hemostasis. The patient was in stable condition. The procedure outcome was successful. The event occurred intra-operative. The patient was not injured, medical or surgical intervention was not required. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The product lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The complaint was unable to be confirmed since the device was not available for evaluation. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the distal tip of the hemostasis sheath. The device history record (DHR) was unable to be reviewed as a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).